Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown head. Report source: (B)(6) literature - literature - h. B. Waterson, m. R. Whitehouse, n. V. Greidanus, d. S. Garbuz, b. A. Masri, c. P. Duncan, " revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications - june 06, 2018. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05295 and 0001822565-2018-05296. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one patient post revision for armd and trunnionosis expired for unknown reasons. The patient died one year after the first stage spacer surgery was done. Patient had developed deep infection and was treated with first stage prostalac antibiotic spacer (depuy synthes). The second stage was deferred due to medical reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.